Manufacturer narrative:
The initial MDR 2517506-2017-00535 was filed on 03-oct-2017. The first supplemental MDR 2517506-2017-00535_s1 was filed on 02-nov-2017.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant results. Siemens is investigating the issue.

Event description:
Discordant falsely low results were obtained on patient samples on an advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The same samples were repeated on the original advia chemistry xpt instrument, resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 2432235-2017-00535 was filed on oct 03, 2017. Additional information (10/09/2017): a siemens headquarter support center (hsc) specialist reviewed the information provided and concluded that this was not a method or reagent lot issue. The issue is consistent with a sample integrity issue, bubbles or foam in the sample, however the cause could not be determined. The instructions for use state to check all samples for fibrin, and bubbles prior to analysis. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.